Manufacturer narrative:
Device evaluated by manufacturer? No: lens remains implanted. (B)(4).

Event description:
Additional information received - the facility reported the lens for this serial #(B)(4), remains implanted and was reported as being explanted in error.

Manufacturer narrative:
Lens not returned. (B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to excessive vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.